Event description:
It was reported that the device's motor was not running. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated, the force sensor was out of calibration. The event history log was inspected and the error was found. Replaced force sensor and plunger cable. This issue was customer induced as a result of the customer's non-performance of required periodic pm activities and the customer's general neglect of the device. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.